Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that an intraocular lens (iol) was inserted and removed due to unspecified complications and a vitrectomy was performed. The lens was not damaged. Addition information was requested and no further information was available.

Manufacturer narrative:
Additional information was provided in b2 and b5. Correction information provided in g3 and h11. On initial medical device report (MDR) the g3 date was an error. The g3 date should have been 30-may-2025 instead of 29-may-2025. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product cna0t3-t9 that is sold in the united states under (PMA/510(k) # p190018). The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated that the cannula flew off the syringe and ripped the capsule (capsular tear). It was also reported that; an unplanned vitrectomy procedure was performed. The lens was not damaged.